Manufacturer narrative:
This issue was discovered during pre-use set up prior to therapeutic application. The motor controller pca was replaced as this part was returned to the failure investigation lab (fi). A visual inspection of the motor controller pca revealed no evidence of damage or contamination. The fi technician installed the motor controller pca into a fi ventilator to attempt to duplicate the reported issue. The motor controller pca was tested, and the customer complaint cannot be verified. The returned motor controller pca passed all testing. No failures were identified.

Event description:
It was reported to philips high-rate alarm message keeps coming up. There was no patient involvement at the time the issue was discovered, there was no patient or user harm reported. The customer states that unit keeps giving error code 1211. After adjusting the rate setting, the unit still gives rate error. Customer replaced the gas delivery system (gds) and the blower motor. Unit is still showing the error. The philips remote service technician informed the customer that the motor controller (mc) board controls the blower and would control the rate of the unit. The remote service technician provided the customer with the part number of the mc board. The customer is taking responsibility to correct/repair the device.

Manufacturer narrative:
The removed gas delivery system (gds) was returned to the failure investigation lab (fi). A visual inspection of the gds revealed no evidence of damage or contamination. The fi technician installed the gds into a fi ventilator to attempt to duplicate the reported issue. The gds was tested, and the customer complaint cannot be verified. The returned gas delivery system passed all testing. No failures were identified.